Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a hematoma evacuation four days post implant. Basic wound cultures from the hematoma evacuation did not show abnormal growths. Then approximately one month later the entire implantable cardioverter defibrillator (ICD) system was explanted due to an infection of the pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.